Manufacturer narrative:
Confidentiality: advanced bionics believes that disclosure of info regarding device eval could substantially harm its competitive position. Advanced bionics submits this info in confidence expecting FDA will withhold it under exemption 4 of freedom of info act. Co believes that any disclosure of info by federal employee could constitute violation of criminal low (18 u.s.c. Section 1905) device eval consisted of: review of device history record (DHR); visual examination, x-ray examination: electrical testing; hermeticity testing; internal visual examination and internal electrical testing. Device failure was due to corrosion of resistor material on r29. Please refer to device failure analysis report. Visual examination - no damage was apparent. Electrode was intact and in good condition. Silastic dip coating was also intact. Bright light examination - not performed since x-ray inspection was performed. X-ray examination - electrical testing - pcit testing and testing per ctp1008 confirmed that link with ics could not be established. Case hermeticity testing (leak testing) - fine leak testing was performed on this device. Leak rate was measured at 1.69x10-8 cc-atm./second. This is higher leak rate than 1.0x10-9 cc-atm./second requirement. Source of this leak could not be determined. Case removal - case was removed for internal visual examination and troubleshooting. Internal visual examination - internal visual examination revealed that 3 meg-ohm resistor (r29) exhibited corrosion that caused shift in its resistance value. This resistor is in data detection circuit that enters u1 lsi device. This resistor was electrically open and prevented data transfer to u1 component. Internal electrical testing - internal electrical testing confirmed that link could not be established between external equipment and implant. Conclusion - cause of this device failure was corrosion of resistor material on r29. Corrosion of internal resistor material was due to intrusion of small amounts of moisture into device. Moisture was admitted into device via small leak detected during this analysis. When examined during external visual examination, case, case to case band interference and header and pins were all undamaged and intact. Due to small magnitude of leak detected, it was not possible to locate site of leak. Mfg records show that this device met hermeticity requirements when it was leak tested. For these reasons and findings, cause of leak will remain inconclusive. Corrective action - since exact location of leak could not be determined, no corrective action is possible. At this time, advanced bionics consideres this as limited failure and will monitor for future occurrences.

Event description:
A 60 y/o man was originally implanted on 11/10/94. His clarion system functioned normally from the time of implantation until sometime during the latter part of 2/98. On 3/18/98, he was seen at the implant center for device eval. During the visit, he reported that approx 3 weeks prior to the visit, his implant has abruptly ceased functioning. It is unknown why the problem was not immediately reported to the center. Testing conducted at the center confirmed that link could not be achieved between the implanted device and the external equipment. Explantation/reimplantation took place on 3/23/98. He was reimplanted with another clarion device.